Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced menorrhagia ("menorrhagia") and infection ("infection nos"). The patient was treated with surgery (on (B)(6) 2009 a partial hysterectomy). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia and infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: patient demographic and events (menorrhagia and infection) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- not underwent". The patient's medical history included hypothyroidism, addison's disease and alpha-1 anti-trypsin deficiency. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal)."), cystitis ("infection (bladder/ urinary tract/vaginal).") And urinary tract infection ("infection (bladder/ urinary tract/vaginal)."). In 2007, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2009 a partial hysterectomy). Essure (ess205) was removed in june 2009. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia, vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms most recent follow-up information incorporated above includes: on 13-dec-2018: pfs received, event infection nos is updated to infection (bladder/ urinary tract/vaginal). Event device monitoring procedure not performed added. Events onset date , outcome and severity added, patients medical history added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (a partial hysterectomy). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.